Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 591mg/dl at the time of the incident. The patient¿s current blood glucose was unknown. The customer reported that last night was having problems. Blood glucose was high and couldn't get them to come down. They had everything changed, got home started going high. The customer was guided to change set. The customer went to bed and checked blood glucose and it was coming down but slowly 20 points every 2 hours. Blood glucose was high. The customer took insulin for food and went to work. Checked blood glucose and it was over 600mg/dl. The customer had dehydration and was tired a little and drained. The customer was advised to monitor the pump and revert to back up plan until he can change his set. The insulin pump will not be returned for analysis.